Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-08835 & 08871).

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2007 and was revised to a total knee on (B)(6) 2012 for an unknown reason. Subsequently, the patient was revised on (B)(6) 2014 due to stiffness and lack of flexion. The surgeon debrided and downsized the thickness of the bearing. There was no visible wear on the bearing.